Event description:
Device was explanted.

Event description:
Physician has provided ultrasound result showing: "small simple isolated cysts in breast, minimum anecoic periprosthetic fluid collection in the right side, birads 2". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ cyst(s): unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. Additional observations: ¿ observed deformation on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Continued phone number e1: (B)(6) . Continued fax number e1: (B)(6) . A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Physician has provided ultrasound result showing: "small simple isolated cysts in breast, minimum anecoic periprosthetic fluid collection in the right side, birads 2". Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 13/dec/2023. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05/jun/2024. Additional, changed, and/or corrected data: a4.

Event description:
Physician has provided ultrasound result showing: "small simple isolated cysts in breast, minimum anecoic periprosthetic fluid collection in the right side, birads 2". Device remains implanted.